Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip detachment. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). One clip was implanted, and mr was reduced to grade 2+. The second clip successfully grasped the leaflets; however, the mean pressure gradient increased from 2 mmhg to 9 mmhg. The decision was made to remove the clip delivery system (cds), with the clip un-deployed. The cds was pulled back, to retract into the steerable guide catheter (sgc); however, the clip became caught in the suture lines of the heart transplant. A pop was heard, and it was noted that the clip detached from the cds. The lock lines and gripper lines remained attached. The lock line was removed without issue and the delivery system was removed. A snare was advanced, and the clip was able to be retrieved and pulled back into the sgc, using the gripper line. The sgc and clip were removed without issue, with no portion of the cds remaining in the patient anatomy. There was no reported clinically significant delay or an adverse patient effect. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was returned and investigated. The reported noise, difficult to remove and detachment of device component could not be replicated in a testing environment due to the condition of the returned device and because they were related to patient/procedural conditions (operational circumstances). Additionally, the actuator coupler was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficult to remove the clip delivery system (cds) appears to be due to procedural circumstances as the clip became caught in the suture lines of the heart transplant. The observed broken actuator coupler and detachment of device component were likely a result of user manipulation/procedural circumstances or troubleshooting process of disentangling the clip from the suture lines. A definitive cause for the noise could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.